Manufacturer narrative:
The single use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak/backflow was observed from the fillport. Further inspection of the fillport revealed that the cause of the leak/backflow issue was due to two glass fragments approximately 0.25 square mm in size, lodged under the device checkband. The reported condition was verified. The most likely cause of glass fragments becoming lodged under the checkband is user filling technique. A glass ampuole used for filling the device without a filter can result in this type of event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor leaked from an unspecified location during infusion. This event occurred while the patient was connected for therapy and there were no patient consequences. No additional information is available.